Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported, that the procedure was to treat a lesion located in the left anterior descending coronary artery, that was moderately calcified. The 3.5x15mm xience skypoint stent system was advanced, but failed to cross the lesion. It was thought that the device was removed complete. However, the stent was later found dislodged on the guidewire. There was no adverse patient effect or a clinically significant delay in procedure. A new same size xience skypoint was successfully implanted in the target lesion. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.